Event description:
It was reported that during a patient presented to clinic for follow up, the atrial lead exhibited high threshold. The atrial lead was explanted and replaced with a new lead. The patient was stable throughout.